Event description:
A report was received that the patient will be revised due to the ipg crashing. The patient has been through chemotherapy and the physician will replace patient's ipg.

Event description:
A report was received that the patient will be revised due to the ipg crashing. The patient has been through chemotherapy and the physician will replace patient's ipg.

Manufacturer narrative:
Additional information was received that the patient underwent the ipg replacement and was reportedly doing well following the procedure. The explanted device was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.